Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported the patient's arterial blood gas (abg) results showed miscorrelations of readings. The spo2 was reading 100% and the sao2 was reading 91%. The offset in readings were constant. There is no report of any patient consequence or impact.